Event description:
According to the surgeon, pt underwent open ventral incisional hernia in (B)(6). A 4x6 tac-shield mesh was used to repair the hernia. Pt had a continuous seroma and mesh had to be explanted due to wound infection. Dr did not think the mesh was the cause of infection. Surgeon did not want to release any info pertaining to the pt. Surgeon and hospital would not allow a sample of the explant to be sent to MFR for eval. Pt was treated with an antibiotic erythromycin and mesh was cultured for infection.

Manufacturer narrative:
Currently in the process of evaluating.